Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. A medtronic representative went to the site to test the equipment. It was found that the imaging system's incoming line fuses were blown. The medtronic representative replaced the blown fuses. The imaging system passed the system checkout and was found to be fully functional. Issue resolved with part replacement. No further relevant issues reported.

Event description:
A medtronic representative reported that the site called to report that imaging system's mobile view station (mvs) would not power on. There was no power light on the mvs. Site experienced power fluctuation yesterday. There was no patient present when this issue was identified.